Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, the pump battery could not be charged. Customer¿s blood glucose value was 205 mg/dl. Reportedly, the pump began to charge and the customer declined to perform troubleshooting further with tandem technical support.